Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Supplied photos were reviewed. Photos show individuals forehead area which appear to show raised and lowered areas but, nothing definitive can be determined by the photos. No product was returned; visual and dimensional evaluations could not be performed. Medical records/radiographs were provided and reviewed by a health care professional. The device history record(s) were not reviewed as the part and lot number are unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Medical product - zimmer biomet custom implant catalog#: pm607841 lot#: 501340, unknown plates catalog#: ni lot#: ni.

Event description:
It was reported that the patient underwent a craniotomy and reconstruction procedure 15 years ago due to a tumor. Subsequently, the patient developed an abscess/osteomyelitis under the cranial flap that had been created and secured with lorenz plating system. Therefore, the patient bone flap and all hardware were removed 14 years ago and the patient was placed on an IV antibiotic. 13 years ago, the patient underwent implantation of a prosthetic cranial implant to address the cranial defect that was left after the previous device removal. The patient is now complaining of pain in the reconstructed area.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Medical product - unknown htr pmma implant catalog#: ni lot#: ni, unknown plates catalog#: ni lot#: ni. The device remains implanted and no part identification was provided. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports:0001032347-2021-00402, and 0001032347-2021-00403.

Event description:
It was reported that the patient received a cranial implant fourteen (14) years ago and is currently experiencing pain. No additional consequences or impact to the patient were reported. Attempts have been made and no further information has been provided.